Event description:
A (B) (6) male pt returned his system to zoll lifecor because he had received an ICD. Upon inspection lifecor customer support noticed that neither battery pack would fit into the monitor. The pt never reported any problems with the equipment.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor.